Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic oesophagectomy. The event was reported on the 19/03/2019 but the case was performed on the (B)(6) 2019. Surgeon was satisfied with the device on the day but was contacted to report on a burn which caused a hole by the airway passage. The patient had a laparotomy and they had to perform an otomy of the oesophagus temporarily. This was performed by a different surgeon. The surgeon stated he hasn't had this incident happen before following 100 oesophagectomy cases with the competitor device. Patient status: patient has been treated and recovered. Intervention: laparotomy and temporary otomy of the oesophagus.